Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 1ml ll had foreign matter. The following information was provided by the initial reporter: material: 309628. Batch#: 4312419. Verbatim: rcc received a complaint via email. Injuries or adverse event: no. Item: 309628. Quantity affected: (B)(4). Serial/lot number: (B)(6). Po: (B)(4). Are any samples available for return? Yes. Reported issue: upon opening a new box of 1ml luer-lok syringes a dirty looking syringe within intact packaging was found (see attached photo). We are in need of 1ml luer-lok syringes but are hesitant to use this batch. We have pulled the supply, as it was a new box - lot 4312419 and I have it sequestered in my office.

Manufacturer narrative:
(B)(4). Foreign matter. Two samples and one photo of 1ml luer-lok syringes (part number 309628) from batch 4312419 were received and evaluated. Both samples arrived in unsealed packages with all required product information present on the top web. One syringe exhibited a large burn mark on the barrel, consistent with embedded foreign matter, likely degraded plastic resulting from prolonged exposure to high temperatures during the molding process. This type of defect is cosmetic and does not pose a risk to the customer. The second syringe showed barrel damage and illegible scale markings. The photo provided confirmed the burn mark defect as described. These conditions are non-conforming with product specifications. The potential root cause for the embedded foreign matter defect is associated with the molding process. The potential root cause for the barrel damage and scale markings defect is associated with the marking process. Furthermore, a device history record review was completed for provided lot number 4312419. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.